Event description:
Patient with hallux valgus on the right side. On (B)(6) 2012 the surgery with locking compression plate (lcp) compact foot screws took place, arthrodesis of mp-I-joint was done. Patient underwent 7 weeks of mobilization therapy by physiotherapist. On (B)(6) 2013, the x-ray control showed that one of the two screws is broken. On (B)(6) 2013, the revision surgery took place. The screw shaft remained in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
An investigation was performed and it states that the screw was subjected to low bending loads. Constantly, alternating loads led to the fatigue of the material, then to a first crack and finally to the overload. The implant could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.